Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the foreign objects in the nozzle and dirt on the objective lens could not be determined whereas it is presumed that the no image occurred due to dirt on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects on the nozzle, dirt on the objective lens and lack of image on the monitor. There was no patient involvement.